Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made to as the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number, implant date, date of occurrence, explant date, and patient have been requested.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cuts to remove the device.

Event description:
Healthcare professional reported device had a leaking access port. Port has been removed.